Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided per country's personal data privacy legislation/policy. Section b3 date of event: unknown/ not provided. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: initial reporter first name: unknown/information not provided. Section e1: initial reporter telephone number: (B)(6) . Section h6 health effect clinical code 4581: difficult lift. Section h3 other (81): the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was found that there were white imprints on the new pi cones during applanation. The patient was temporarily impaired. The flap lifting at the locations where the imprints were found were difficult to lift. The same issue was found in six cones. There was no patient injuries or cancellation of surgeries. The surgeon could successfully complete the surgeries. There was no delay in treatment or other injuries involved. No further information was provided. This report documents the fourth cone being used.